Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The right ventricular (rv) lead experienced dislodgement. It was attempted to be repositioned, however the lead helix exhibited extension issues. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The right ventricular (rv) lead experienced dislodgement. It was attempted to be repositioned, however the lead helix exhibited extension issues. The rv lead was explanted. No additional adverse patient effects were reported.